Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2022 explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6) ubd: 22-feb-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver infumorph (morphine) 25mg/ml at 3mg/day. It was reported that a flipped pump occurred. A pocket revision occurred. Upon opening, the surgeon saw a coiled catheter and decided to replace the pump segment with an 8784 catheter. The catheter was accidently thrown away by staff and was unable to be retrieved. There were no environmental, external, or patient factors that may have led or contributed to the event. There were no diagnostics or troubleshooting performed. At the time of this report, the issue was resolved and the patient status was "alive-no injury". The patient's weight and medical history were asked but would not be made available.